Manufacturer narrative:
This report is associated with (B)(4), corega. Corega is marketed as poligrip in the us.

Event description:
Burned palate [chemical burn of oral cavity]. Suspected drug interaction/dentist would like to know whether there was a restriction on dentusoft and corega using [drug interaction]. Case description: this case was reported by a dentist via sales rep and described the occurrence of chemical burn of oral cavity in a female patient who received gsk denture adhesive (formulation unknown) (corega) cream for product used for unknown indication. Concurrent medical conditions included hospitalization (the patient was already hospitalized when these products were applied). On an unknown date, the patient started corega. On an unknown date, less than a week after starting corega, the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant) and drug interaction. On an unknown date, the outcome of the chemical burn of oral cavity was not reported and the outcome of the drug interaction was unknown. It was unknown if the reporter considered the chemical burn of oral cavity and drug interaction to be related to corega. Additional details, case was reported by a dentist through a medical representative. The reporter informed that he performed rebasing of patient's dentures using dentusoft (a resilient reliner based acrylic resin). He applied corega cream to firm the dental prosthesis and in the following day the patient experienced burned palate. The patient was already hospitalized when these products were applied. This case was related to scientific information, since the dentist would like to know whether there was a restriction on dentusoft and corega using. Co-suspect drug included dentusoft as reliner. Action taken with corega and dentusoft was unknown.